Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on all three leaflets, and wireform intact. As received, approximately 50% of the sewing ring was cut off around the valve circumference; sewing ring fragments were returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the inflow aspect, and 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 4mm near commissure 1, and leaflets 2 and 3 by approximately 3mm near commissure 3 on outflow aspect. The wireform was exposed near leaflet 1 and 2 at the outflow aspect. Echo images were reviewed and the following impression was obtained. Reportedly 8 years after implantation, there is significant thickening and sclerosis/calcification of a mitral bioprosthesis with moderate vs. Severe stenosis and trace regurgitation. The appearance of the bioprosthesis is suggestive of structural valve degeneration. Based on tricuspid regurgitation velocity, there is probably moderate pulmonary hypertension, with normal rv size and systolic function. Customer report of stenosis was confirmed. Report of regurgitation could not be confirmed through visual observations. Calcification and host tissue restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm mitral valve was explanted after an implant duration of 7 years, 11 months due to svd, calcification, leaflet thickening, stenosis and regurgitation. A 27mm mitral valve was implanted in replacement. The patient tolerated the procedure well and had an uncomplicated post-op period. She was discharged home with home health on pod #7 in stable condition.